Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, specific value was not provided. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, insulin, potassium, magnesium and antibiotics. Customer was discharged on (B)(6)25 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.